Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: hemorrhage. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative left-sided hemorrhage. The patient experienced bleeding continuously, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 700cc mentor memorygel breast implant prostheses (catalog #: shpx700, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020.